Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump has a crack at the reservoir compartment. Blood glucose at the time of the incident was 162 mg/dl. During troubleshooting, it was indicated that the drive support cap was loose. The customer did not press the cap while connected. The device was not bumped or dropped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and no loose drive support cap anomaly noted. Insulin pump received with cracked end cap. (B)(4).